Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: 8713050 2.3 serial number/batch: (B)(6). 2.4 software version: n030005 2.5 hours of operation: 13368 2.6 further information: n/a 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The device history files from 2024-02-02 were investigated. A infusomat safeset line was selected and the infusion started with a rate of 1,7ml/h about 18 hours. After 1 minute the upstream alarm occurred (roller clamp was closed). The infusion was continued and 5 hours and 5 minutes later the infusion was stopped by the customer. At this time, 8,64ml was infused. No other abnormalities was found. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,44 bar (should be: 0,1-0,7 bar) pressure stage 9: is: 1,06 bar (should be: 0,8-1,4 bar) the mechanical pressure cut-off was checked: pmax: is: 1,90 bar (should be: 1,8-2,5 bar) pmin: is: 1,58 bar (should be: >1,5 bar) safety clamp was checked: pmin: is: 1,65 bar (should be: >1,2 bar) the device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +1,51%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3.7 test equipment: description: typ nr.: lab.-ID.-nr. Sika mh3151 qf04198 3.8 for examination used disposables: description: ref.: lot: infusomat space line 8700036sp 23m24e8st5 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Addition information: n/a note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: n030005. 2.5 hours of operation: 13368. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The device history files from (B)(6) 2024 were investigated. A infusomat safeset line was selected and the infusion started with a rate of 1,7ml/h about 18 hours. After 1 minute the upstream alarm occurred (roller clamp was closed). The infusion was continued and 5 hours and 5 minutes later the infusion was stopped by the customer. At this time, 8,64ml was infused. No other abnormalities was found. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked, the mechanical pressure cut-off was checked, safety clamp was checked. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +1,51%. ((Accuracy of set delivery rate should be: 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Event description:
According to the customer: as part of the care of a premature baby (32 + 6 weeks of gestation, birth weight 1850g), a fat emulsion (clinoleic 20% + frekavit fat-soluble + frekavit water-soluble) was infused I. V. Via a pvk. An application of 30.63 ml over a running time of 18 hours was desired, corresponding to a running rate of 1.7 ml/h. This running rate was set on the infusomat. When the infusomat alarmed after 5:05 hours, the entire infusion bag (61.26 ml, including 100% overfill) was empty. Approximately 22 ml of the contained fat emulsion was still in the supplying tube system, so the missing 39.26 ml were infused into the patient. No leakage from the infusion system was detected. The status of the infusomat showed that 8.64 ml had been infused in 5:05 hours, which would correspond to a running rate of 1.7 ml/h. The advertisements were documented photographically. The patient subsequently experienced significantly elevated triglycerides approximately 30 minutes after noticing the event. These were back to normal after about 3 hours. No other laboratory or clinical deteriorations were observed, so we currently do not report any harm to the patient go out. The infusomat including the hose system was secured and is available for examination purposes.